Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that dianeal therapy was discontinued, the patient's peritoneal dialysis catheter was removed, and the patient switched to hemodialysis. The patient was reported to be not doing well and their fluid was not clear. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with ceftazidime injection 500 milligrams each bag intraperitoneally (specific frequency of bags and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis. No additional information is available.